Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she had done something to her back - pt stated right at the spinal cord near the waist she is feeling discomfort / pain since a month ago. Pt stated she is not feeling pain at the ins site - pt stated she can move the ins around the pocket since a month ago no falls / traumas reported the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; patient repeated already reported information; patient indicated "this is completely different from what I had before" since they had one of the "first ones that came out" and "it just hurts so bad, and they said that they thought the battery had gotten loose, because I just couldn't take it, I had to cut the whole thing off, I couldn't get it regulated a bit, but you know, I'm getting better".